Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported separation and kink were confirmed although the reported physical resistance was not confirmed as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a peripheral procedure. The ht command 18 guide wire was first used to recanalize the anterior tibial artery, with good performance. It was then used to recanalize the plantar artery. Great torque was used to gain access to the external plantar artery through plantar loop technique. The ht command 18 was then advanced to the maleolar area and the guide wire was unable to advance due to steep bifurcation. The ht command 18 was swapped out for a non-abbott guide wire, which was able to cross. The ht command 18 was then re-advanced, with the non-abbott guide wire remaining in the anatomy, to recanalize the posterior tibial artery, using a prolapsing twisting mode. The guide wire was able to advance via intended subintimal dissection to the maleolar area. The guide wire was straightened and a small kink in the device was noted. The guide wire was advanced into the plantar loop. An armada 18 dilatation catheter was advanced over the ht command 18 guide wire. During inflation of the armada 18 balloon, the guide wire separated approximately 10 cm from the distal tip. The separated segment was removed from the patient anatomy using a goose neck-like snare device. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.